Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the limited information provided, the root cause of the reported tibial fractures during impaction cannot be definitively concluded. The patient impact beyond the intraoperative fracture with subsequent surgical extension and unanticipated fixation hardware and possible increased infection risk as well as additional radiological exposure cannot be determined. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, surgeon has had fractured tibia bones during two separate surgeries while implanting genesis ii 100 mm tibia stem. Further information is unknown yet.